Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 reason for reoperation: capsular contracture, baker grade IV

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-06573. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later patient reported "capsular contracture, baker grade iii". Later healthcare professional reported grade IV. This record is for the right side. Device remains implanted.